Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was used to reconfirm the competitor right ventricular (rv) lead¿s high out-of-range (oor) shock lead impedance measurements of greater than 125 ohms. This ICD was never in service and will not be returned for analysis. No adverse patient effects were reported.